Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) device, four years after implant. Upon explant, it was noted that the pressure regulating balloon (prb) was empty. The component was connected to a 50cc reservoir to identify the source of the fluid loss and a hole was noted in the prb. All components were explanted and replaced. The patient remains stable after the procedure.